Event description:
ICD reset consistent with delivering a high voltage shock into a low resistance load. 4024 abandoned, as contributing factor for oversensing and providing an alternate hv pathway. Subsequently returned for charge circuit failure and possible lead insulation defect.